Manufacturer narrative:
The pump had no button response due to corroded keypad traces. The pump also had minor scratches on the display window, a cracked case at the display window corner, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she has had the insulin pump for several years. Customer stated that she had trouble with the button that she uses to put her carbs in. Customer stated that the up button would only respond if she hit the right spot. Customer stated that this weekend her blood glucose was close to 300 mg/dl. Customer thinks the issue was due to long term use. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.